Event description:
The customer reported that the device failed to discharge using the button on the paddle.

Manufacturer narrative:
The customer reported that the device failed to discharge using the button on the paddle. The customer evaluated the device and localized the issue to a failed paddle set. A replacement paddle set was ordered.